Manufacturer narrative:
(B)(4). G2: foreign: austrailia. H6: proposed code: mechanical (g04) stem. Customer has not indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a shoulder replacement on an unknown date. Subsequently, the patient was revised due to instability. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: a1; a2; a3; b5; d11; d2; d4; d6; d10; e1; g4; h2; h3; h4; h6; d10: 00430008700 lot 62784745 glenoid component pegged 52 mm diameter articular surface used with blue (52 mm) instruments. 00434811413 lot 63069544 humeral stem 48 degrees 14 mm stem diameter 130 mm stem length. This report is to update the event as op records were received and part number was updated; an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right anatomic shoulder replacement approximately 9 years ago. Subsequently, the patient was revised due to instability. It was additionally reported that the patient was exchanged to a reverse due to rotator cuff failure. Removed tm stem and bigliani humeral head. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h2; h4; h6; h11. The reported event could not be confirmed due to lack of product/information. Review of the reported event by a health care professional found: the rotator cuff is a group of muscles and tendons that surround the shoulder joint, keeping the head of the humerus firmly within the shallow socket of the shoulder. Rotator cuff injuries occur most often in people who repeatedly perform overhead motions or experience any sort of trauma to the shoulder. Degenerative tears can also occur because of the gradual wearing down of the tendon. This degeneration naturally occurs as we age. Factors that lead to degenerative tears include repetitive stress, lack of blood supply, bone spurs, and increased age. Common symptoms of a rotator cuff tear include pain at rest or with activity, weakness, and crepitus. Typically, an anatomic shoulder is performed when the rotator cuff is stable and intact, and a reverse shoulder is performed for an insufficient rotator cuff. Product has not been evaluated as it has been determined the event is not related to device. The device history record was not reviewed; a review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Root cause has been identified as unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.